Manufacturer narrative:
The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an infection, so the physician decided to explant the patient¿s implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.